Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The unit had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the customer's insulin pump were not responding. Her blood glucose level was 360 mg/dl and she treated with manual injection. No significant events leading to the issue were recalled. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)